Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
Customer's mother called to report that daughter was hospitalized due to seizure after breakfast. She stated that she thought her daughter entered the wrong carb amount into her pdm and received too much insulin as a result. Her bg was below 70 mg/dl which was confirmed with a back up meter. Pod was removed at the hosp and discarded and not available for return. She was unable to get pdm history at time of event due to daughter going in for a CT scan. She stated seizure happened so fast, they were unable to give her juice and had no glucagon because they were on vacation. She stated daughter had a1c of 6.9 on omnipod.